Manufacturer narrative:
Only the month (B)(6) and year (2020) of the event date is known. The day is unknown.

Event description:
It was reported that the cadd solis vip pump gave a ?no cassette detected" alarm. The product problem occurred during patient use. No patient injury or complications were reported in relation to the event. The customer reported that the product problem was experienced more than once.